Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that although a light on the pump was flashing, it was noted to otherwise be unresponsive and was unable to be turned on. There was no patient involvement, as the customer was not using the pump for therapy at the time of the event. Although requested, no additional information was provided.